Event description:
Dr (B)(6) stated that they have had 3 significant enamel fractures in the last 2 weeks and they were all pts with opal seal. This is the only product they have changed in their bonding protocol over the last few yrs and are very concerned. Two pts were wearing clarity (ceramic) and 1 victory (metal) series. (Competitor brackets). No further info provided.